Manufacturer narrative:
Cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked case near display window corners noted during visual inspection. Compromised force sensor system alarmed at 4 lbs during prime alarm test due to moisture damage noted in force sensor resister.

Event description:
It was reported the insulin pump alarmed compromised force sensor system. Customer stated every time she attempts to prime insulin shoots out. Troubleshooting was performed. Customer's blood glucose was unknown. No further information reported.